Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went into backup vvi reset mode due to MRI scan unrelated to the device. Software download was successfully performed. The device was programmed to required settings. Patient condition is good.